Event description:
Pt uses a one touch glucose meter to check and record his blood sugar readings. When the device is connected to the computer to download the contents, using the one touch software, if there is a discrepancy between the computer and devices time and date the one touch software usually notifies us to correct the difference. In this situation, the software did not indicate to us that the time and date were incorrect in the pt's meter. It created the reports as usual, however, the date on the reports reflected the year 2015 instead of 2011. Initially, this error was not noticed and the doctor changed the pt's medication and treatment based on his latest readings from his glucose meter. However, when the pt left and the doctor was reviewing his notes, he identified the time and date error on the one touch software report. We immediately call the pt and had him return to the office to inspect his meter and actual readings. We determined that his meter is operating properly, however, there is some sort of glitch in the one touch computer software. We reported this incident to our one touch representative and she instructed us that when we see this date error, we need to delete that particular pt's archived information in the one touch computer system to purge the error from the program. That still does not correct the issue that the software is not acting properly and notifying us that there is a discrepancy in the meter and computer time and date, which in this pt's situation could have been lethal with the prescription changes that were made based on the incorrect data.